Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is pca with burned components. During the evaluation, additional failures were observed like pca with leds dim bright and blower contaminated. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burn. The customer complaint was reproduced. There was 3 error has been identified. The device was scrapped.